Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 6 failed and not closed. A field service engineer powered down the medstation and removed drawer 6 from the auxiliary unit for inspection. Upon examination, found that the magnet in the inseparable was missing. Replaced the inseparable magnet and reinstalled the drawer. After powering the medstation back on, logged into the hardware test application (hta) and tested the drawer, saving the results to the d-drive. Then rebooted the pyxis system. Following the reboot, the user inventoried the medications in drawer 6 within the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer will not open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer will not open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.